Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet could not connect to a dexcom g6 sensor after a recent sensor change, resulting in operation in bg run mode and an alert to connect cgm or switch therapy; the user could not re-enter the g6 pairing code and had no back-up therapy, and pairing reportedly failed only between the ilet and the g6. Symptoms included hyperglycemia with a reported maximum blood glucose of 400 mg/dl and user irritation. Outcomes included prolonged elevated glucose for approximately half a day with device alerts for high glucose, without ketone testing, medical intervention, or assistance from others. Investigation included remote troubleshooting and education to guide pairing code retrieval and reconnection. Investigation of this case revealed a failure to pair the cgm to the ilet, consistent with a connectivity issue between the ilet and the dexcom g6 sensor. It was concluded, based on previously established findings for similar reports, that user inability to locate and enter the cgm pairing code and resulting loss of automated insulin modulation was the likely cause.